Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead; product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), ubd: 29-jan-2020, UDI#: (B)(4); product ID: 977a275, serial/lot #: (B)(4), ubd: 22-jan-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The rep reported that the patient happened to be in office on the day of the report and the healthcare provider (hcp) obtained an x-ray as one hadn¿t been done in a while. The rep reported that they noticed slight lead migration on the x-ray, but the patient had no complaints and stimulation was working great. The rep reported that despite the patient getting excellent pain relief, the leads showed: top of the right lead moved laterally and left lead moved up 1.5 electrodes. No further action will be taken as the patient had no complaint and stimulation was working well. No further complications were reported.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the left lead migrated down 1.5 electrode spaces; it was unclear whether the lead migrated up or down as it was previously reported that the lead migrated up. It was noted that the event was related to the device or therapy and not related to the implant procedure. Diagnostics performed included a device interrogation, which was normal for the patient. No actions/interventions were taken, and the outcome of the event was unresolved with no further action planned. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type lead; product ID 977a275, serial# (B)(4), implanted: (B)(6) 2016, product type lead. If information is provided in the future, a supplemental report will be issued.